Event description:
It was reported that the patient was having bradycardia and the implantable pulse generator (ipg) was noted to be pacing inappropriately and having sensing failure. Dysfunction of the output circuit of the pacemaker was suspected and the ipg was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Product evaluation summary: the returned device was retested and the analysis finding was unknown with the reported performance issue unconfirmed.